Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 600 mg/dl and had to go to the emergency room on (B)(6) 2018. The customer also stated that they had some serter issues. The customer was treated by giving bolus with the insulin pump and blood glucose went down. Customer was wearing the insulin pump at the time of hospitalization. Customer declined to troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Insulin pump received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08730 inches. Insulin pump received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked j2/lcd keypad connector. Insulin pump received with cracked case at the battery tube threads. Insulin pump received with minor scratched display window and case.